Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jan-2025.

Manufacturer narrative:
PMA/510(k)#: k163468 device evaluation the evo-22-27-12-d device of lot number c2123633 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 03 july 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned ¿ directional button in recapture position ¿ red marker on 26th dimple (past ponr) ¿ safety wire partially removed on return ¿ outer sheath kink observed directly below handle ¿ outer sheath fully withdrawn on return ¿ no stent returned functional inspection: ¿ handle actuating fine for deployment and recapture ¿ safety wire removed with no issue photographic evidence provided by the customer showed the product label of the evolution device. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0053) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy and/or device handling. It is possible that the introducer kinked during device preparation or if the handle wasn't supported during the procedure, the kink would hinder deployment. During the lab evaluation it was observed that the outer sheath of the device was kinked below the handle. It is also possible that during deployment, tortuous patient anatomy and/or a tight stricture may have caused compression or exerted pressure on the catheter which may have resulted in the deployment difficulties reported. As a result of the deployment failure, the user removed the delivery system by force resulting in the partially deployed stent breaking and a portion of the stent remaining inside the patient. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the broken stent was removed during another procedure.

Event description:
User advanced the stent delivery system into patient but found out the stent cannot be deployed. User pulled the device out by force and the stent broken inside the patient. Updated on 24jun2024 tp: broken stent was removed by surgery with another procedure arrange (actual date is unknown), the surgery procedure was conducted in another department in user facility.

Manufacturer narrative:
PMA/510(k) # k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.